Event description:
It is reported that the articulating liner was revised due to loosening.

Manufacturer narrative:
(B) (4). Eval summary: the reason for revision surgery is indicated to be a flexion contracture. However, it is not stated whether the reported loose body and the flexion contracture are related. In addition, the complaint did not specify what the "loose body" was. Without additional info, the probable cause cannot be determined. Eval summary: no product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info is received, the complaint will be reopened. Zimmer, inc consider the investigation closed.